Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen via an implanted infusion pump. It was reported the initial dosage was too high. The dose was decreased and the patient experienced left leg pain and edema. Additional information received from a healthcare provider reported there was no cause of the dose to high determined. The itb dose was being tapered by 15% every 2 weeks. It was noted the edema was improved.